Event description:
It was reported by the patient that after an ablation procedure this right atrial lead got dislodged. The physician recommended an image to be done. This lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.